Event description:
The nk employee, on behalf of the biomedical engineer (bme) reported that the etco2 waveform displayed what they called "tiny spikes" on the g5 monitor. Every room displayed the same spikes. The spikes did not display on the accompanying draeger monitor for the anesthesia carts. Although the values of the peaks were matching and were sent to the emr correctly, the waveforms made it appear there was a "0" between each peak. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nk employee reported that the etco2 waveform displayed what they called "tiny spikes" on the g5 monitor. Every room displayed the same spikes. The spikes did not display on the accompanying draeger monitor for the anesthesia carts. Although the values of the peaks were matching and were sent to the emr correctly, the waveforms made it appear there was a "0" between each peak. No patient harm was reported. Investigation summary: the logs were collected from the impacted nihon kohden devices and sent to nihon kohden corporation (nkc) for review. Nkc's investigation found that the cause of the issue was determined to be a software bug related to demo mode. In all logs submitted, they confirmed the operation of the device in demo mode, followed by continued use without powering down. The recommended workaround is to restart the monitor before using it after exiting demo mode. Nk will continue to trend and monitor. Additional information: b4 date of this report. E3 occupation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The nk employee, on behalf of the biomedical engineer (bme) reported that the etco2 waveform displayed what they called "tiny spikes" on the g9 monitor. Every room displayed the same spikes. The spikes did not display on the draeger monitor for the anesthesia carts. Although the values of the peaks were matching and were sent to the emr normally, the waveforms made it seem like there was a "0" between each peak. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nk employee, on behalf of the biomedical engineer (bme) reported that the etco2 waveform displayed what they called "tiny spikes" on the g9 monitor. Every room displayed the same spikes. The spikes did not display on the draeger monitor for the anesthesia carts. Although the values of the peaks were matching and were sent to the emr normally, the waveforms made it seem like there was a "0" between each peak. No patient harm was reported.